Event description:
It was reported that the ilet touchscreen was cracked, rendering the screen unusable and preventing meal bolus announcement; the event occurred the same morning, the cause of the damage was unknown, blood glucose was affected with a reported value of 202 mg/dl, there were no device alerts, and the device will be returned. Symptoms included none. Outcomes included interruption of normal device use and a recommendation to revert to backup therapy. Investigation included complaint intake, troubleshooting, and arrangement for device replacement pending return of the original device. Investigation of this case revealed a broken or cracked display consistent with physical damage to the screen assembly, leading to loss of user interface functionality and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.